Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing data despite the pump being in use. Customer's blood glucose was 120 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.